Event description:
It was reported to baxter (B)(4) that the reservoirs of four intermate lv250 devices ruptured during patient use. This is report number 3 of 4. The reservoirs ruptured near the end of the infusions, when only five to ten milliliters of solution remained in the devices. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The customer contacted baxter's (B)(4) and reported the final bag fell off and disconnected during dwell 2. The baxter technical service representative (tsr) asked the home patient (hp) if she received any alarms and the hp stated no. The hp stated she quickly closed her transfer set and pressed stop on the homechoice. The tsr advised the hp would need to start over with new supplies. The tsr assisted the hp with ending therapy. The tsr advised the hp to contact the peritoneal dialysis nurse regarding being connected when the bag fell. There was no patient injury or medical intervention indicated at the time of the initial report. A follow-up call was placed to the hp on (B)(6) 2010. The hp stated she discarded the supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review from (B)(6) 2009 through (B)(6) 2010 and found that similar reports have been received for the report of the supply bag falling and disconnecting. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.